Event description:
As reported to coloplast, though not verified, the patient experienced dyspareunia, mesh erosion, recurring urinary tract infections, and yeast infections. Additional information received further reported the patient also experienced recurrent stress urinary incontinence. The patient underwent partial excision of the aris mesh, and implant of another manufacturer's product. It was noted erosion was on the right side of the midline.

Manufacturer narrative:
Lot number: 5167452. Portions of this event were previously reported via alternative summary report (asr) exemption number e2014015, submitted on 20-dec-2017. This report is intended to be a follow-up report to submit additional information that has been received.